Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, opening, white particles, delamination, opening and wear abrasion. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified delamination in the diaphragm valve assessed as adhesive failure and opening striated in the anterior side due to surgical damage.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.